Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an interlink system t-connector extension set had a broken t-connector. The connector was broken at the male end. This occurred during routine tubing change. There was no report of patient injury or medical intervention associated with this event. No additional information is available.